Event description:
It was reported that 3 bd 32g 4mm 5s were unable to deliver insulin or medication. The following information was provided by the initial reporter: the new pen needle blocked while using it in the insulin pen.

Manufacturer narrative:
H.6. Investigation: two photos of an empty 32g x 4mm pen needle polybag were returned from lot. No. 0301634, cat. No. 320179. As no samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no physical samples were returned no further investigation can be carried out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 3 bd 32g 4mm 5s were unable to deliver insulin or medication. The following information was provided by the initial reporter : the new pen needle blocked while using it in the insulin pen.